Event description:
It was reported that the patient has had inflammatory allergies in the past. An allergy test kit was requested. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.